Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.

Event description:
The risk manager from the hospital reported the following event: the drill broke in the humerus of the patient. The broken piece remained in the patient's bone.